Manufacturer narrative:
Other, other text: one device returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Upon review of the event history log, no disposable and high pressure alarm messages found. Device underwent functional testing; unable to confirm the reported customer complaint.

Event description:
Information was received indicating that during use, a smiths medical cadd legacy plus pump exhibited double beeping. No patient was involved in this event. No adverse effects were reported.